Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to technician statement, replacement of the expiratory channel board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Provided device's logs are incomplete. Review of the provided logs does not show any test failure or technical error due to defective parts. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).